Event description:
Physician attempted arteriotomy closure with a closer s 6 fr. Device following an interventional procedure. The location of the arteriotomy in the common femoral artery was verified under fluoroscopy. The physician did report experiencing some resistance with insertion. The device reportedly broke between the sheath and the guide. The physician denied any difficulty with removal of the device. Hemostasis was achieved with compression. No adverse pt effects were reported. Although requested no additional info was provided.